Event description:
The company received information that suggested that the tube hub cracked after 1 - 1 1/2 days in patient use that the inner cannula would not lock securely in place. The patient was on ventilatory support and the customer stated,that the failure was noted by observation of low tidal volume alarms. The customer reported that the patient was re-intubated with a new tracheostomy tube (8lpc) and that there was no patient harm. The customer has retained the alleged defective device sample as the patient is reported to have methicillin-resistant staphylococcus aureus (mrsa). The company will work with the customer to obtain the sample for further investigation.